Event description:
On (B)(6) 2014, mom delivered a normal ((B)(6)) newborn preterm at (B)(6) gestation. On (B)(6) 2014, nurse was performing routine order for a 24 hour (tcb) transcutaneous bilirubin using the transcutaneous bilirubinometer (jaundice meter) on newborn (B)(6) age. The initial reading on the jaundice meter screen was (- - -) lines across the screen. The nurse then attempted to recalibrate and tried several times on newborn to obtain a numerical reading and was unsuccessful. Nurse did attempt to perform tcb on herself and was able to get a numerical reading and therefore thought there was a problem with the meter. Nurse then obtained a serum bilirubin and level was 25.1 mg/dl. Baby required emergency exchange transfusion and transfer to nicu.